Event description:
The following was reported to hamilton medical ag: loss of external power. Checked the power cord and input voltage found within specification. Checked the power supply board output, found no output voltage. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).